Manufacturer narrative:
Evaluation of the returned lantern revealed ovalizations near the distal tip. This damage was likely the reported dent. If the device is forcefully pinched or gripped during use, damage such as ovalizations may occur. During functional testing, resistance was experienced while attempting to advance a demonstration coil through the lantern due to the ovalization on the distal tip, and the coil could not advance any further. The ovalization likely contributed to resistance during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern), a non-penumbra guiding sheath, and a guidewire. During the procedure, while advancing a non-penumbra coil through the middle of the lantern toward the distal tip, the physician experienced resistance. Therefore, the lantern and the non-penumbra coil were removed. After the removal of the lantern and the non-penumbra coil, the physician noticed that the distal tip of the lantern was dented. The procedure was completed using a ruby coil, non-penumbra coils, and a new lantern. There was no report of an adverse effect to the patient.